Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: broach device, (B)(6) 2021. Device manufacture date: the device manufacture date is currently unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4); serial number unknown;

Event description:
It was reported that during an unspecified surgical procedure, it was observed that a broken piece of the broach device got stuck in the anterior broach adapter device. According to the reporter, the long connection point of the broach device broke off and the anterior broach adapter device was unable to connect to the broach device. It was noted that the broach device was in the patient at this time. It was further reported that in order to extract the broach device, a vice grip was attached using an extraction tray and the device was back slapped out. It was reported that all pieces were retrieved from the patient. It was reported that there was no further malfunction with the anterior broach adapter device other than the broach device becoming stuck. There was a thirty-minute delay to the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.